Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 300mg/dl. Troubleshooting was performed. The drive support cap appears normal. The customer stated that the device was not exposed to a high magnetic field. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the alarms. The motor passed the motor test.